Event description:
A report was received that the pt is unable to couple the charger with the ipg. An x ray was taken and confirmed that the ipg is implanted too deeply. The pt will undergo a pocket revision.